Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was received for evaluation. The unit returned has a kink sheath assembly from femoral marker to the distal end. A damage was observed in the femoral marker. Impedance testing shows a good unit wave form.. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 07-apr-2017. It was reported that image did not appear during imaging the lesion. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified lesion. An opticross¿ imaging catheter was advanced for visualization of the lesion. However, image did not appear. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that there was a damage in the femoral marker.